Manufacturer narrative:
DHR review and review of complaint history were not performed based on the low severity of this complaint. A full analysis of the data logs has been performed. Measurements revealed that the two leads were implanted at 1.75 mm away from their theoretical entry points, which is under the accuracy specification of 2 mm. Therefore, the reported inaccuracy is not confirmed. Furthermore, post-operative fusions analysis showed that CT and MRI images were slightly rotated and shifted. The tests performed by the manufacturer disclosed that after some manual adjustments the fusion results could be improved. As indicated in the user manual, once an automatic, semi-automatic or manual fusion has been performed, a window is displayed allowing the user to verify the quality and to perform final adjustments, if necessary. This adjustment step exists as it is considered that fusions made by the software does not always provide satisfying results. Therefore, the fusion issue can be considered as a use error. The analysis did not reveal any malfunction of the device. The rosa brain device worked as expected. Corrected data: - b4 date of this report; - d4 catalog number; - g4 date received by manufacturer; - h2 if follow-up, what type; - h3 device evaluated by manufacturer; - h6 event problem and evaluation codes.

Event description:
It was reported that after the laser registration was performed and the verification was approved by the surgeon, two post-op scans were taken, one with the lead in the first trajectory, and the other for the second trajectory. The merge of the post-op scans appeared to be a good merge with the pre-op CT. The accuracy of the leads placed appeared to be off at the entry point for both trajectories. The accuracy appeared to be off for the rest of the trajectory as well. The patient was under anesthesia and incisions were made. No delay since this was post-op. The surgeon wanted to know why the entry points were off, and they also decided that the placement was satisfactory for ablating the tissue they needed to, so no need to re-do placement of leads.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that after the laser registration was performed and the verification was approved by the surgeon, two post-op scans were taken, one with the lead in the first trajectory, and the other for the second trajectory. The merge of the post-op scans appeared to be a good merge with the pre-op CT. The accuracy of the leads placed appeared to be off at the entry point for both trajectories. The accuracy appeared to be off for the rest of the trajectory as well. The patient was under anesthesia and incisions were made. No delay since this was post-op. The surgeon wanted to know why the entry points were off, and they also decided that the placement was satisfactory for ablating the tissue they needed to, so no need to re-do placement of leads.